Event description:
An attempt was made to advance an endeavor resolute rapid exchange (rx) drug eluting stent through a severely calcified lesion. No abnormality was noted during preparation and inspection of the device prior to use; however, it was reported that the device could not cross the lesion. No clinical sequelae were reported. During evaluation of the returned device damage was noted to the stent. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 8th and 12th proximal segments were raised and deformed. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
Results: inherent risk of procedure (stent deformation and failure to deliver the stent). Patient's condition affected effectiveness of device (vessel morphology). Conclusions: device failure/lack of effectiveness related to patient condition (vessel morphology). (B)(4).